Manufacturer narrative:
Service was not dispatched as the customer resolved the issue via the telephone and did not question system performance. (B)(4).

Event description:
The customer reported failed vitamin b12 calibrations involving access 2 immunoassay system. The customer attempted to unload the reagent pack from the analyzer and noted no reagent pack was present. Beckman coulter customer technical support (cts) advised the customer to review all patient results, since the reagent pack was loaded. The customer stated no patient results were generated. Cts guided the customer through unloading the mis-loaded vitamin b12 reagent pack and confirmed it was not punctured. It was determined one of the laboratory's technicians had incorrectly loaded the vitamin b12 reagent pack in the incorrect carousel slot.